Manufacturer narrative:
The full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead exhibited high thresholds and high impedance. A problem with the pacing electrode connected to the tip of the lead end pin was noted. It was also noted that one of the electrodes appeared to be discolored. The lead was explanted and another lead was used. No patient complications have been reported as a result of this event.